Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was provided by a consumer regarding an (B)(6) patient receiving dilaudid (unknown concentration and dose) via an implantable pump. The indication for use was not provided. It was reported that the patient overdosed in (B)(6) 2015. The pump issue had reportedly been resolved. The consumer wanted to know the margin of error for overdose to occur and factors and variables that impact this. Additional information has been requested regarding the event; if additional information is received, a follow-up report will be sent.